Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the site of bleeding could not be identified. No malformed staples were noted throughout procedure. No medical or surgical intervention was performed for the exception of iron injections. Additional information received from conversation with surgeon: the surgeon mentioned that in the past month that the harmonic ace plus 7 was not sealing as well as it used to. This has been occurring with not very large vessels. She recently started to stay off of the advanced hemostasis button to avoid burning the tissue pad and use the min all of the time and no drop in hemoglobin was noticed in the last week or so. When she did use advanced hemostasis, it seemed to be cutting slower to reach the tone. In regard to the new design (gst reloads), several people noticed that the pan came off on some right out of the package and during removal from the staple. The surgical techs are experienced with the device. Last week during a sleeve procedure while using a blue reload, the 3rd most lateral row of staples did not form b¿s. No buttressing material was being used and the case was completed with the same stapler. The reload was discarded but she will try to save devices for analysis in the future.

Event description:
More bleeding within the case on the staple line than normal and that ten patients experienced 7-8g/dl hemoglobin post-op. No patients received transfusions or re-operation. All patients were given iron injections. Surgeon also stated that with in the last month or two that the harh36 was not consistently sealing vessels to her liking and noticed that post transection that there was oozing of the vessels. Surgeon has also been experiencing issues with the metal pan of the reloads coming out when the reload is being removed after use and is questioning if this has anything to do with the issues she is having with the drop-in hemoglobin and bleeding on the staple line. Surgeon has stated that no variables have changed in how these procedures are prepped and preformed.